Event description:
66 yr old underwent a pubovaginal sling with bone anchor and cadaver fascia on 02/13/1998. 4-6 weeks post-op the pt began to experience stress incontinence. On 06/15/1998, the pt underwent a suprapubic exploration which revealed a broken #1 surgipro with loss of urethral support. The knots were intact. On 06/23/1998, the pt underwent a re-do pubovaginal sling procedure.